Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician expressed difficulty placing the lead and noted that the lead was un stable. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.